Manufacturer narrative:
The manufacturer received information alleging a ventilator keypad was stuck. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front panel/keypad led board needs to be replaced to address the issue. The front panel/keypad led board was evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel/keypad led board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator keypad was stuck. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front panel/keypad led board needs to be replaced to address the issue.